Event description:
It was reported that after the iab had been inserted and was performing well, the pt was repositioned. Arterial pressure waveform deteriorated and augmentation was poor. The pt was taken to the cath lab for removal of the iab. There was no pt complications.